Event description:
Customer reporting a complaint on product # 8309el. Customer states that a patient slid off the front of their chair and was found prone on the floor with a contusion to left eyebrow. Customer states that the alarm did not sound and malfunctioned.

Manufacturer narrative:
H3 this report is based solely on the information provided by the customer. Without the return of the product, confirmation of the customer's complaint and the root cause could not be determined. An investigation of similar complaints of no sound or product not sounding when it should, found either damage to the sensor pad or rj11 clip, folds and creases on the sensor, moisture and wear and tear may have contributed to the reported issue. A review of the device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The sensor pad passed all verification testing and met manufacturing specifications prior to being released for distribution. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states you can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure release test in several different areas along the entire length of the sensor pad to ensure entire sensor pad functions properly. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Med watch report # (B)(4) / manufacturer reference file (B)(4). H3 other text : product discarded by customer.